Event description:
As reported, after the use of an unknown rain catheter sheath introducer (csi) the physician stated the patient urgently went to the or. Once there the patient was found to have a torn radial artery. The artery was repaired and the patient recovered with no further damage. The user was trained to the rain sheath. There were no multiple sheath changes during the procedure. There was no difficulty encountered when inserting the sheath. The sheath size was appropriate for the access vessel. The mini guidewire was manipulated slowly and carefully. Contrast media was not injected with a power injector from the side port. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after the use of an unknown rain catheter sheath introducer (csi) the physician stated the patient urgently went to the or. Once there the patient was found to have a torn radial artery. The artery was repaired, and the patient recovered with no further damage. The user was trained to the rain sheath. There were no multiple sheath changes during the procedure. There was no difficulty encountered when inserting the sheath. The sheath size was appropriate for the access vessel. The mini guidewire was manipulated slowly and carefully. Contrast media was not injected with a power injector from the side port. The products were not returned for analysis and a product history record (phr) review could not be performed because the lot number for this product is unknown. Based on the information provided, it is not possible to draw a clinical conclusion between the device and the reported event. Without a lot number, return of the device or procedural images for analysis, the reported customer event ¿artery dissection¿ could not be confirmed, and the exact root cause could not be determined. Patient specific vessel characteristics and/or user technique may have contributed to the reported events. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if increased resistance is felt upon insertion of the csi, or an intravascular device through the csi, investigate the cause before continuing. If the cause cannot be determined and corrected, discontinue the procedure, and withdraw the csi. Possible complications include, but are not limited to air embolism, infection, intimal tear, hematoma, perforation of the vessel wall, thrombus formation. Based on the information available there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.